Event description:
It was reported to philips that the device failed to shut down completely, and power fluctuation was suspected on an azurion 5m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
No solution was identified during the provided service activity, and the system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).